Manufacturer narrative:
The field service engineer (fse) evaluated the device onsite. It was determined that the error message was due to malfunction of the therapy capacitor. The therapy capacitor was replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart xl+ device indicating that there were error messages.